Event description:
It was reported on (B)(6)2009, that the patient, for the previous two to three weeks, did not receive the same relief from pain that was normally received. The patient experienced a burning sensation in the back. The last pump refill was normal and there was no volume discrepancy noted. The patient stated that the feeling was like a prior event when the catheter did not deliver medication properly. No further details were provided. It was later reported that the patient experienced a loss of therapy (increased pain) on (B)(6)2010. The patient's catheter had dislodged from the intrathecal space and migrated. A surgical revision was performed on (B)(6)2010, and the catheter was spliced. The patient recovered without sequela. It was noted that the patient's pump contained morphine 5.0 mg/ml at a 1.9991 mg/day simple continuous infusion rate.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Correction - it was later reported an x-ray on (B)(6) 2009 indicated the catheter did not migrate. An MRI without contrast was unremarkable on (B)(6) 2009. An x-ray revealed a catheter kink on (B)(6) 2009. The kink occurred in the intrathecal section of the catheter. The intervention was noted to have been an increase in the patient¿s daily rate, and they were refilled with new morphine. The catheter was noted to have been replaced on (B)(6) 2009. The event was noted to have resolved without sequelae on (B)(6) 2009.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), product type catheter. (B)(4). The previously reported catheter migration that occurred on (B)(6) 2010 with resolution on (B)(6) 2010 after the catheter was spliced was associated with catheter serial number (B)(4), model 8709. This migration occurred following the kinked catheter replacement on (B)(6) 2009 with resolution on (B)(6) 2009. The kink was associated with serial number (B)(4), model 8709.

Manufacturer narrative:
(B)(4).